Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the consumer stating the device was accidently turned off by the nursing home. To resolve the issue of the ins battery not depleting, the patient reporting they kept it plugged in. It was reported contacting patient services resolved the issue.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a health care professional (hcp) regarding a patient with an implantable neurostimulator (ins) for the treatment of parkinson¿s dual and movement disorders. The patient's wife called stating the patient pulled the insr antenna loose from his body because he used adhesive discs. The caller stated the nurse from the patient's living facility told her that the patient was lethargic and leaning over the side of the wheel chair which he did when he was tired but the caller stated there was no pattern to it and it did not alarm her. The caller was saying the insr was showing the ins was still fully charged after two days so the coupling boxes would not show up. No troubleshooting could be done due to lack of accesses to the product. Later that day an hcp from the facility called. The hcp reported the last few times they had gone to charge the patient, all they were seeing was the ins battery full screen. It was reported they seemed "a little off" therapy wise and the caller wanted to know if the system was ok. No other external devices were available to use for troubleshooting. During the call the caller still saw the ins battery full screen and saw the ins battery was turned off. During the call they turned the system back on. It was reported they charged the patient every other day. It was reported troubleshooting resolved the reported issue. The caller reported the patient's parkinsonian symptoms were dyskinesia and falling forward but the caller did not indicate the patient was having symptoms at the time of the call. It was also reported the patient had a couple of falls recently. More adhesive disks were sent. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.